Manufacturer narrative:
Analysis of historical records: the device involved in this event has not been returned to orthofix (B)(4). Unfortunately also the lot number has not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation: the device involved in this event has not been received at orthofix (B)(4). The technical evaluation will be performed as soon as the device is returned. Medical evaluation: the information available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the technical evaluation become available. As soon as the results of the investigation are available, orthofix (B)(4) will provide a follow up report. Orthofix (B)(4) continues monitoring the devices on the market. (B)(4).

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6). Surgeon name: (B)(6). Date of initial surgery: over a year ago. Body part to which device was applied: femur. Surgery description: correction. Patient information: unavailable. Problem observed during: clinical use on patient/intraoperative. Type of problem: device functional problem. Event description: "per rep and dr., during a case at (B)(6) on (B)(6) 2020, the surgery was for a guided growth plate surgery. The dr. And rep reports that this was a distal femur 8 plate that had been in for over a year. The metaphyseal screw had been previously removed to "sleeperize" the plate. Upon unscrewing the remaining epiphyseal titanium screw, 4.5x32, cannulated, gp432ce, per the information received from the dr. And the rep, it broke off. They tried retrieving it with various broken screw set tools. In the end, they trephined over it, and then mounted a left hand thread and unscrewed it that way." The complaint report form also indicates: - the device failure had no adverse effects on patient. - the initial surgery was not completed with the device. - a replacement device was not available to complete surgery: this was a removal, dr. Used different various broken screw set tools to remove. - the event led to a clinically relevant increase in the duration of the surgical procedure: added an hour to the procedure. - an additional surgery was not required. - a medical intervention was not required. - copies of the operative report are not available. - copies of the x-ray images are available (not received). - product is not available for return. - patient current health condition: unknown. Note and comments: the patient treatment had concluded. Nothing else needed to be used to complete the procedure. (B)(4).

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6) hospital. Surgeon name: (B)(6). Date of initial surgery: over a year ago. Body part to which device was applied: femur. Surgery description: correction. Patient information: unavailable. Problem observed during: clinical use on patient/intraoperative. Type of problem: device functional problem. Event description: "per rep and dr., during a case at (B)(6) hospital in (B)(6) on (B)(6) 2020, the surgery was for a guided growth plate surgery. The dr. And rep reports that this was a distal femur 8 plate that had been in for over a year. The metaphyseal screw had been previously removed to "sleeperize" the plate. Upon unscrewing the remaining epiphyseal titanium screw, 4.5x32, cannulated, gp432ce, per the information received from the dr. And the rep, it brok off. They tried retreiving it with various broken screw set tools. In the end, they trephined over it, and then mounted a left hand thread and unscrewed it that way." The complaint report form also indicates: the device failure had no adverse effects on patient. The initial surgery was not completed with the device. A replacement device was not available to complete surgery: this was a removal, dr. Used different various broken screw set tools to remove. The event led to a clinically relevant increase in the duration of the surgical procedure: added an hour to the procedure. An additional surgery was not required. A medical intervention was not required. Copies of the operative report are not available. Copies of the x-ray images are available (not received). Product is not available for return. Patient current health condition: unknown. Note and comments: the patient treatment had concluded. Nothing else needed to be used to complete the procedure. Further information received from the distributor on march 27th, 2020 lot number of the screw that broke: lot number not available patient's age, sex and weight: 14 yr, female, weight unknown. Copy of x-ray images: rep does not have access to x-rays. Is the device not available to be returned as it was discarded at hospital's: patient had retained 8 plate and a single screw. A hemiepiphysiodesis was done previously and one screw was removed once the deformity was corrected. The other screw and plate were left in patient in case the deformity recurred and needed the surgery again. When that didn't happen, the surgeon went in to remove the remaining screw and plate. The screw broke at the neck as it was being removed. The entire screw was eventually removed. Distributor reference number: (B)(4). Manufacturer reference number: (B)(4).

Manufacturer narrative:
Analysis of historical records: the device involved in this event was not returned to orthofix srl. Unfortunately, the lot number has not been made available and therefore it was not possible to perform the verification of the historical data for the specific lot. Technical evaluation: a technical evaluation of the device involved was not possible, as the device was not returned. The technical evaluation will be performed should the device become available. Medical evaluation: the information made available on the event was sent to our medical evaluator. Please find below an extract of the medical evaluation performed. (B)(6) 2020: dr (B)(6) is one of the most experienced limb reconstruction surgeons in the USA and has used the eight plate many times. It has been a technique to remove only one screw of an eight plate to neutralise it and prevent it from providing anymore compression. If the patient needs further correction it is a simple matter to reinsert just one screw. In fact this is sometimes not so simple. A recent paper has shown that there is no advantage in doing this, because exactly this sort of thing happens at times, and even if nothing happens the patient needs to have a second operation to remove the rest of the implant. It is impossible to say whether leaving the screw in for longer would have made it more likely for this to happen. A single screw should be completely passive and have no load on it. So, this is a very reasonable course of action and it is just unfortunate that the remaining screw broke during removal, and that it was possible to remove it. I quite agree with the reportability form as it caused the operation to be one hour longer. (B)(6) 2020: as stated before, this is a very experienced surgeon following what was good practice at the time but has since been superseded (only removing one screw of an eight-plate in case the plate needs to be reused). The only reason for it being considered a serious injury was that it caused a one hour extension to the operation. No further comments on this particular case - reportability as before. Final comments: a technical evaluation of the device concerned was not possible as the device was not returned. Based on the information available on the event, it was not possible to finalize the investigation and determine the root cause of the event notified (screw breakage), which remains unknown. Should further information and/or the device involved are received, orthofix will promptly re-open the investigation on the case. Orthofix srl continues monitoring the devices on the market.